Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds and undersensing. The lead was partially explanted and replaced. It was noted that during the atrial lead revision the physician dissected the wrong lead. The left ventricular (lv) lead was mistakenly dissected instead of the atrial lead. Therefore, the lv lead was also partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.